Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30059266l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso nav eco variable catheter and it was reported that the contraction was stuck. Initially it was reported that during the procedure, the lasso nav eco variable catheter was connected with a 20a eco cable for left atrium mapping and was found to be not working. The variable loop only fixed distance 15 and a had a distorted circle shape. The issue was resolved by changing the catheter to another one. There was no patient consequence. The issue of contraction stuck was assessed as a reportable issue. The issue of the deformed loop was assessed as a not reportable issue. If the user sees the deformed loop on carto or fluoroscopy then is easily recognized by the user. The physician will have to troubleshoot, and then exchange the catheter in order to proceed with the procedure. The overall health risk to the patient is low as the most likely harm is an intra-procedural delay.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter and it was reported that the contraction was stuck. Initially it was reported that during the procedure, the lasso® nav eco variable catheter was connected with a 20a eco cable for left atrium mapping and was found to be not working. The variable loop only fixed distance 15 and a had a distorted circle shape. The device was visually inspected, and it was found in good conditions. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly, however, during the contraction test, the lasso loop was observed deformed at the moment to contract the device; the contraction mechanism was found working correctly, the lasso loop was not stuck. Further investigation revealed that the nitinol was surrounding the puller wire and lead wires causing the improper contraction condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint regarding the deformed loop was confirmed however, the contraction stuck reported was not confirmed. The root cause of the nitinol surrounding the puller wire and the lead wires cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling and manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on july 15, 2019, and it was noted that the knob/piston was able to be turned and pushed up and down, however, the customer confirmed that while the knob was functioning the loop was fixed in the maximum contraction. The biosense webster, inc. Product analysis lab received the device for evaluation on july 29, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).